Event description:
A customer reported while using a glidescope avl video baton 3-4 during a patient procedure, the image on the connected glidescope video monitor was intermittent and glitching lines through the screen. The procedure was completed by taping the video baton's strain relief in place. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope avl video baton 3-4 was not returned to verathon for evaluation due to this device reaching its end-of-life date. Since the device was not returned to verathon, the cause could not be determined. Upon review of the device history for the subject video baton, it was determined that the device was manufactured on june 23, 2018 and is past the two (2) year expected product life as outlined in the glidescope video laryngoscopes operations and maintenance manual (omm). It is likely that the age of the device, six (6) years and eleven (11) months, may have caused or contributed to the event. Review of complaint history for the reported video baton did not identify any previous complaints reported to verathon. Trending analysis for glidescope avl video batons does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.